Event description:
Damaged haptic after implantation. Surgeon stated after implanting the iol into the patient's eye noticed the front haptic was sheared off where the blue tip of the haptic meets clear acrylic. The lens was left implanted in patient's eye. Surgeon will continue to monitor for rotation.

Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Manufacturer narrative:
This follow-up #1 is being submitted to FDA for an event that occurred inside of the USA. The report includes additional information not available/included in the initial report. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: b1pc). From our investigation, we couldn't confirm the reported event. No root cause wasdetermined base on fi ndings of investigation result. However, based on available information, we believe this event was not caused by our product quality.

Event description:
Damaged haptic after implantation. Surgeon stated after implanting the iol into the patient's eye noticed the front haptic was sheared off where the blue tip of the haptic meets clear acrylic. The lens was left implanted in patient's eye. Surgeon will continue to monitor for rotation.